Manufacturer narrative:
Results - a foam tip plunger lot number search was performed and two similar complaints were found. An injector lot number search was performed and two similar complaints were found. Conclusion - based on the complaint history and the lot number searches, the root cause of the event has been determined to be due to the foam tip plunger.

Event description:
The reporter stated the trailing haptic of an eyeonics lens was torn upon insertion. The incision was enlarged to remove the lens and a second lens was inserted but this lens also tore. See MFR report# 2023826-2007-01915. A different style lens was implanted and sutures were required to close the incision. The reporter stated the likely cause of the iol damage was due to the foam tip plunger.